Manufacturer narrative:
According to the customer, "the patient was having active diuresis and started having leaking around the catheter. Foley replaced and peed around the new foley. The patient was noted to be pushing to try to pee". A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the patient was having active diuresis and started having leaking around the catheter."